Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1j43f, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported pain at ins site and after trying all 7 programs, no symptom relief was seen. No complications reported. No further symptoms reported. The ins was removed per patient¿s request. No complications reported. No further symptoms reported.